Event description:
Complainanat alleged that during training by facility staff, the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.